Event description:
It was initially reported that the patient had telemetry issues. The neurostimulator was unresponsive to attempts to recharge, the patient programmer and the physician programmer. An overdischarge was suspected at that time. The patient also had a surging sensation prior to losing telemetry. Two antenna locator attempts were done with no success. A trickle charge was done 2 days later. During those sessions, a burning sensation was felt at the neurostimulator location. The patient expressed wishes to have the device removed at that time. It was further reported that the patient did receive a replacement neurostimulator, but provided no further information. Further information has been requested.

Manufacturer narrative:
Concomitant medical products: lead model 3998 lot v264393 implanted: (B)(6) 2009 explanted: na. Extension model 3708340 serial (B)(4) implanted (B)(6) 2009 explanted: na. Extension model 3708340 serial (B)(4) implanted (B)(6) 2010 explanted: na. Recharger model 37752 serial (B)(4). Programmer model 37743 serial (B)(4).